Event description:
Because it was reported by the pt's surgeon that intervention was required as a result of usage of the device and/or external factors or circumstances were identified that may have contributed to the adverse event.